Event description:
Caller states that they tested at 185mg/dl and that later, while driving, his blood glucose "crashed' causing him to work his vehicle. He states that the paramedics arrived and tested him at 40mg/dl or 60mg/dl on their device. The paramedics tests were performed approc 45 mins after the initial test of 185mg/dl. Customer was given a glucose IV and transported to the hosp where he continued treatment for low blood glucose. No qcs were used. Requested return of suspect device and replacement was sent.